Event description:
The patient with chs complained of pain. After removal of the implants, they were found to be affected by severe metalosis.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.